Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there were no trailing coils on both sides". The patient's concurrent conditions included cholecystectomy. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("multiple urinary tract infections") and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic ibs"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved, the urinary tract infection, dysmenorrhoea and menorrhagia outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain, dysmenorrhoea, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received: new event: irritable bowel syndrome and lab data, concomitant disease added. Previously reported event vaginal haemorrhage, abdominal pain, pelvic pain outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("multiple urinary tract infections") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and device deployment issue ("there were no trailing coils on both sides"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia and device deployment issue outcome was unknown. The reporter considered abdominal pain, device deployment issue, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: events "menorrhagia" and "there were no trailing coils on both sides" were added. Reporters added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("multiple urinary tract infections"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.